Event description:
The complainant reported that a patient developed bleeding and a hematoma around their axillary access site during impella 5.5 support. One unit of packed red blood cells were given to the patient to manage the condition. There was no harm to the patient.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. E4 should have been left blank on manufacturer device report 1220648-2025-25530.